Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump had normal operating currents. No unexpected low battery alarm, off no power alarm, or battery out limit alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported button error alarms on the insulin pump and that the buttons were unresponsive. The blood glucose reading was above 200 mg/dl. He did not recall any significant events leading to the keypad issues. Customer removed and reinserted that battery and stated that the escape button began to work but that the insulin pump alarmed for battery out limit. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump had normal operating currents. No unexpected low battery alarm, off no power alarm, or battery out limit alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker. M

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.